Event description:
During a follow-up, an increase in the lead impedance and capture threshold were observed. The lead was capped. The patient does not want the system replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.